Event description:
The patient called lfs alleging that their surestep enhanced meter had been reading inaccurately high and then stopped powering on. The patient recalls that they may have obtained a reading of hi, while they had been feeling dizzy, having blurry vision, and not feeling well they mentioned that their meter had read differently than the paramedic meter; however, they could not recall the readings. They were taken to the hospital for observation. The patient reported that they normally never checked the calibration code and never performed quality control tests. The customer service representative was unable to troubleshoot the meter, since the meter did not have a display. The customer service representative discovered that the meter would beep upon pressing the power button; however, nothing would be displayed. The patient allegedly contacted emergency service after the meter stopped powering on; however, they could only recall that they were treated intravenously and was admitted for a while. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. The power issue was not resolved through troubleshooting. Therefore, there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. Patient's meter was replaced. Senior medical affairs specialist mailed a letter since the patient could not be re15~ached for further questions.